Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified (cracked/shattered touchscreen).

Event description:
It was reported that a malfunction alarm occurred. Customer's pump indicated their blood glucose (bg) level as high; exact value was not provided, however customer believed it to be over 500 mg/dl and corrected it via manual injection. Customer also reported high ketones, but did not discuss this with their healthcare provider. Reportedly, the customer continued using the pump and had manual injections as alternate insulin therapy.